Manufacturer narrative:
Manufacturer's ref# : (B)(4). Technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device. Trended case analysis: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Device investigation: a returned apollo 6 c-2 charger shows signs of deformation and overheating in the area surrounding the usb c connector, with the connector of the charger and cable fusing together. Due to the failure mode of the device, the cause for the formation of the short-circuit which led to the subsequent failure is not able to be determined. Though the damage sustained due to the failure is limited, due to the temperatures reached is insufficient to cause more severe symptoms other than deformation and discoloration. A short-circuit will emit heat when the cable is connected to the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. There are no signs of fire on the device's interior or exterior surface. It should be noted that none of the materials in the charger is classified as flammable. Clinical evaluation: it was reported that the charger caught fire and melted in the back of the charger. Investigation of the device shows no signs of fire. There was no harm to the user, and no reports of property damage. Original accessories were used. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. In case of moisture, sweat or dirt in the connector, there can be high temperatures inside the connector due to power dissipation when connected to the charger plug. There can be melting of the plastic around the connector and is visible to the naked eye. It is highly unlikely that the user would touch in case there appears to be melting or high temperatures. In the unlikely event of the user touching this overheated device, it can lead to superficial or minor injury that would in most cases require no medical intervention. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation (B)(4) clin eval plan&rpt,wl acc and risk/benefit conclusion herein are sufficient. Risk register conclusion: based on the information provided this appears to be a known risk which is covered by an existing capa0616. All resulting actions are contained within the CAPA which includes assessment of risks and associated updates. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
Estimated date of incident (B)(6) 2023. It was reported that the charger port caught on fire and melted at the back of the charger. Investigation of the charger shows no signs of fire. There was no harm to the user, and no report of property damage. No further follow up is expected.